Manufacturer narrative:
An event regarding alleged wear involving an unknown stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were deemed insufficient and rejected for medical review. However, the clinician noted that the x-ray confirms worn liner after 25 years, not necessarily loosening. Conclusions: the explanted device images provided show that the insert is worn. Also, the clinician was able to confirm liner wear rather than loosening based off of the x-ray image however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient came into surgeon's office with pain. She had a complaint of subluxation. Upon x-ray surgeon noticed radiolucency. He also noticed radiolucency in the proximal femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available, it will be reported in a supplemental report.

Event description:
It was reported that patient came into surgeon's office with pain. She had a complaint of subluxation. Upon x-ray surgeon noticed radiolucency. He also noticed radiolucency in the proximal femur.